Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a slit on the side of the patient line which resulted in a leak. This occurred during an unspecified step of peritoneal dialysis therapy. The patient was not connected. Renal therapy services (rts) advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.